Event description:
It was reported by the customer that a pyxis medstation es system door failed, preventing user from removing the required medication for patient and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the door failed repeatedly. A filed service engineer cleaned and greased all latches. Tightened all connections to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer serviced the device.